Event description:
It was reported that variable pace and shock impedance measurements were noted on this device. No noise was noted. Technical services (ts) recommended device replacement due to suspected header issue and troubleshooting for reproduceable out of range impedance measurements. During a scheduled device changeout for battery depletion, the lead measurements were taken. No noise, or out of range measurements were noted. The device was replaced successfully, and the lead remains in-service. No additional adverse patient effects were reported.